Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator does not turn on. There was no reported patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model (B)(4), is substantially similar to the heartstart xl+ (model (B)(4) and will be reported in the united states under device model# (B)(4).

Manufacturer narrative:
There was no malfunction. This complaint was created in error. No resolution is warranted. The device remains at the customer site.